Manufacturer narrative:
We cannot conclusively determine the root cause of the defect since the device is still at the hospital. We sold the device to the hospital on (B)(6) 2016. Out of (B)(4) units manufactured for this lot, all of the devices has been sold. We have not received any other complaints of similar nature for devices from this lot. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The device is currently at the hospital since the sales rep. Is still waiting to confirm from the surgeon if the patient has a transmittable disease. If the patient do not have a transmittable disease, graft will be shipped back to us for evaluation. We will provide a follow-up report once we perform our investigation and determine the root cause. Device still retained by the hospital.

Event description:
Surgeon discovered a rupture of about 4 cm on the graft after implantation.